Manufacturer narrative:
MDR 8021545-2024-00363 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 13 april 2024, it was reported that since tape was not sticking due to which 2 extended sets came off after showering. Patient also tried new one but the glue came off again. No further information available.